Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported fall. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been to there primary care physician due to falling while having low blood glucose levels. The patient's blood glucose levels were unknown while wearing the pod for an unknown amount of time. The patient was treated with tylenol for pain had an x-ray and wrapped his foot. The patient has an appointment with a foot surgeon scheduled. The patient was released the same day.